Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. It has been identified that the customer did not follow the proper handwashing procedure as outlined in the instructions for use (IFU). The required term/code for this report was unavailable. Since the customer did not return their device, a component code for annex g could not be found. As this field was mandatory, the entry "appropriate term/code not available" was used instead. It is important to note that the customer underwent testing to rule out valley fever, with all results showing unremarkable findings. The customer expressed a desire to return the device due to concerns based on information they found online. The customer did not mention using the soclean 2 to the md. This report is provided for due diligence.

Event description:
Customer reports a cough. The md was consulted twice, and the following treatments were administered: blood tests, x-rays, otc flonase, and prescribed promethazine and clotrimazole. All testing performed provided evidence of unremarkable findings.